Event description:
It was reported that the pump had alarmed air in line. Photographs from the pharmacy had shown no air bubbles in the bag at the time of compounding. The continuous infusion rate had been set at 22 ml/hr, with a reservoir volume of 378 ml. A total of 146 ml had been administered. Both the air detector and the upstream sensor had been turned on. The length of infusion had been programmed for 24 hours, and the lock level had been locked. The pump had not been used to prime the extension tubing. Instead, the tubing had been primed manually, and a repeater pump had been used to add the volume to the bag. There had been no apparent medical effects on the patient, although the full dose had not been received. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.